Manufacturer narrative:
An event regarding a fractured hexalobular screwdriver tip from a trident driver was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw. Medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there has been 1 other event for the manufacturing lot. Conclusions: the root cause was determined to be application of excessive force by the user. The event description noted the screw was fully seated at the time of the event; it is likely that further torque applied to the seated screw caused the driver to fracture. No material or manufacturing defects were noted during the investigation.

Event description:
It was reported that screw driver broke when removing dome hole plug. Doctor wanted to change version but couldn't because of this had to then remove cup.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that screw driver broke when removing dome hole plug. Doctor wanted to change version but couldn't because of this had to then remove cup.